Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 418mg/dl, with ketones. Elevated bgs were treated by administering boluses with the pump, changing out the site, and increasing basal settings with the advice of a healthcare provider. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer.